Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was in the 500mg/dl range and that she was experiencing ketones, vomiting, and was quite thirsty. She treated with a manual injection. She also stated that she had gone to the emergency room on (B)(6) 2014 for treatment. No equipment was returned. No additional information was reported.